Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient is hospitalized for titration. On (B)(6) 2020 discharge and redness on the peg area started. The patient was transferred to the infection unit. On (B)(6) 2020 an infection in the peg area was identified and IV antibiotic tazocin was started for the treatment. Duodopa treatment is still ongoing.